Event description:
Had lasik surgery performed on both eyes. Serious "dry eye" has followed with pain in either or both eyes upon wakening. The original doctor indicated severe corneal erosion and prescribed various eye drops and salves along with contact lens bandages. These are not working. Tear duct plugs are in lower ducts.